Event description:
A peritoneal dialysis nurse reported a dialysis pt experienced cloudy effluent and fibrin in the drain lines for approx four days. Per the nurse the pt was sent to the hospital and culture results revealed a (B)(6) infection and was hospitalized on (B)(6) 2014 for peritonitis. The nurse stated, the episode of peritonitis was due to touch contamination, where the pt did not practice aseptic technique during treatment. The pt did not wash their hands and did not do a mask. The pt was discharged from the hospital on (B)(6) 2014 and resumed continuous cycler-assisted peritoneal dialysis (ccpd) therapy.

Manufacturer narrative:
The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Manufacturer narrative:
Peritonitis is a known complication of peritoneal dialysis, usually caused by poor aseptic technique.

Event description:
Add'l medical records were provided by the pt's dialysis center. F/u was made with the peritoneal dialysis (pd) pt's clinic registered nurse (rn), who confirmed that the pt was admitted in (B)(6) 2014 for staphylococcus epidermis peritonitis. The pd rn confirmed the (B)(6) admission refered to in the medical records was because the pt's staphylococcus epidermis peritonitis was not able to be cleared and he needed to be re-admitted for further treatment due to his poor overall condition. The pt had since reverted modalities to hemodialysis. No further info will be available.

Manufacturer narrative:
Medical records were reviewed by post market clinical staff and physician. It appears that a dialysis pt experienced cloudy effluent and fibrin in the drain lines for approx four days. And the pd fluid culture results revealed a staphylococcus epidermidis infection. The pt complained of abdominal pain and fever and was hospitalized on (B)(6) 2014 for peritonitis. Pd nurse for this pt stated the episode of peritonitis was due to touch contamination, where the pt did not practice aseptic technique during treatment. The pt was treated with vancomycin ip (intraperitoneal) and was discharged on (B)(6) 2014. Based on this, it is unlikely due to poor aseptic technique. This event is being filed as an MDR reportable serious injury to comply with regulatory commitments to report any serious injury while using a fresenius device/product. The actual device was returned to the MFR for physical eval and determined to be functioning according to product specs. Further eval found no device malfunctions that would have caused the reported event. A batch record review was conducted and confirmed there were no deviation or non-conformances during the mfg process. Product labeling, material, and process controls were within specs.

Event description:
This peritoneal dialysis pt presented to the hospital after three days of abdominal pain, nausea, not eating well, fever, sweaty, dizziness, decreased appetite and weakness. The symptoms were worsening and treatment with merrem and vancomycin were started. Vancomycin will continue intra-peritoneal with discharge.